Manufacturer narrative:
This complaint relates to 1 x echo-19 device of lot# c1206821. One x echo device of lot# c1206821was returned for evaluation. This echo device was received with the stylet inserted at the distal end of the needle, possibly for the safety of handling the needle. The needle advanced ~ 6-7 cm from the sheath with the sheath extender at reference mark 1-0.5 and the needle extender at reference mark 0, with the thumbscrew referenced at mark 8. On evaluation of the device, the needle was broken at approximately 31cm from the proximal end of the needle hub and when reinserting the stylet from the distal end of the needle, the stylet could only be inserted 31cm into the needle and no further. A slight mark was noted on the sheath that corresponded with the sheath extender at reference mark 2. It is possible that the needle was therefore advanced by 2.5cm and that after or during the first pass during sample retrieval, the needle kinked below the sheath extender at reference mark 2 and broke while trying to retract the needle. On further evaluation of the needle it would not retract when the sheath extender was positioned at reference mark 4.5. Blood was also noted on the needle. The customer complaint was confirmed as the stylet could not fully be inserted into the device and the needle was broken. It is possible for the needle tip to be damaged due to product handling when advancing/removing the device from the endoscope, or during expelling the biopsy specimens on the slide. However, as the conditions of device usage cannot be replicated during the laboratory evaluation, a definitive cause of this complaint could not be conclusively determined. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this echo-19 device of lot# c1206821 did not reveal any discrepancies which could have contributed to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1206821; upon review of complaints this failure mode has not occurred previously with this lot # c1206821. The notes section of the instructions for use ifu0101-0 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". It may be noted that the patient did not experience any adverse effects due to this occurrence. The risk for this complaint has been assessed and has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After puncturing the target site, they couldn't pull back the needle in to the sheath. They carefully withdrew the needle through the scope.